Event description:
It was reported that patient faced two infusion set cannula bent event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was thigh. The blood glucose level was high and the patient was treated with correction bolus via pump and multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.